Manufacturer narrative:
Product analysis was unable to verify the reported shaft kinked stated in this complaint. Analysis found the shaft polymer extrusion detached/separated. The device was returned in 2 pieces. The midshaft was separated 0.05 centimeters proximally from the guidewire exit notch. Microscopic examination of the midshaft separation surface presented an ovaled appearance that is consistent with a midshaft that was kinked prior to detaching/separating. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is considered handling damage as the event occurred prior to pt contact. (B)(4).

Event description:
This event is reportable based on the product analysis approved on (B)(6) 2009. It was reported that during a preparation for a percutaneous coronary intervention (pci) stenting treatment procedure, a bend on the catheter was noted. While unpacking the device for pci procedure in the right coronary artery (rca), it was noted that there was a bend on the 3.5x20mm maverick balloon catheter. The balloon catheter was not used. The procedure was successfully completed with another maverick balloon and no pt complications occurred. The site confirmed that the catheter was in one piece, however the returned product confirmed that a shaft break occurred.